Manufacturer narrative:
Concomitant medical prodcuts continued: sedr01 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing during high rate episodes. The lead was capped and repla ced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.